Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient who was receiving morphine with concentration 10 mg/ml at a dose rate of 1.95 mg/day via an implantable pain pump for an unspecified indication for use. It was reported that the patient came in for a refill and the healthcare provider (hcp) saw that the pump had been stalled for over 1000 hours. The patient did have magnetic resonance imaging (MRI) performed and it had not been less than 2 hours since the patient exited the MRI. The logs showed a motor stall occurred (B)(6) 2019, and the patient did not have the pump status checked post MRI. It was noted that the patient had not complained of hearing their pump alarming. The company representative re-interrogated the pump with the logs and it showed a motor stall recovery occurred the same date and time of the interrogation performed today. Telemetry state condition was discussed at the time of the report and MRI labeling was reiterated. It was further noted that the patient did have some increased pain post MRI scan. Troubleshooting was being considered. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received from the manufacturing representative. The rep reported they were notified of the event by the managing physician's office. The rep reiterated that the patient had an MRI and the pump was not read following the MRI. The patient's increased pain was assumed to be unrelated. The patient's weight was unknown.